Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 157 mmol/l. The customer questioned the high result which prompted them to repeat the sample. The sample was repeated on another pro ise analyzer and the result was 137 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Relevant medwatch fields in section d product information have been updated, as well as g1 manufacturing site and g4. The calibration results were acceptable. There was no indication of a performance issue with the reagent, as the qcs were acceptable. The alarm trace showed abnormal sample probe aspiration alarms (sample quality related). It was found that the customer centrifuges the patient samples for 5 minutes at 5000 rpm. The centrifugation time may be too short, and the speed may be too high, per the tube manufacturer¿s recommended guidelines. The field service engineer (fse) found that the event was caused by dirt on the sipper, dilution cup, and vacuum nozzle, and salt on the reference electrode. The fse cleaned all affected parts and performed precision testing, calibration, and qc successfully. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit.